Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic rectocele, enterocele, and cystocele with unstable bladder on (B)(6) 2003. It was reported that following insertion the patient experienced pain, painful sexual intercourse, erosion of mesh, infections and urinary problems, recurrence of stress urinary incontinence and prolapse, anxiety and urinary problems. It was reported that patient experienced erosion and granulation tissue and underwent revision of mesh on (B)(6) 2005. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to pelvic organ prolapse. It was also reported that following insertion the patient experienced bowel problems, recurrence, dyspareunia, and vaginal scarring. It was also reported that the patient underwent mesh removal on (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.